Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level. The customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Prior to going to the ER, the customer administered manual insulin injection to address bg level. In the ER, the customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was discharged after a few hours with the issue resolved and no permanent damage. Reportedly, an unspecified malfunction alarm occurred. The customer reverted to manual injections for insulin therapy.